Manufacturer narrative:
A medtronic representative went to the site to test the imaging system. Upon testing, it was discovered that the j7-connector on the system needed to be revised. Upon revision, the imaging system then passed the system checkout and was found to be fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4) on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 FDA-(B)(4) fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, during a cervical spinal fusion, the pendant for the imaging system stated a battery warning message on the system. No initial troubleshooting was performed. There was a patient present in the room. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.